Event description:
It was reported that the bd micro-fine¿+ pen needles experienced cannula break off. The needle tip remained in the patient body and x-ray was performed. The following information was provided by the initial reporter: this is a report about a needle pe broken. The user reported as follows: the user self-injected insulin and the needle tip broke off and remained in the body (subcutaneously). Received phone call from dr. On (B)(6) 2023 about a patient/user with the use of pen needle (320136). At 17:40, temporary reponse completed by phone as severity seemed low . (From rsm) dr. Agreed to hear the details on (B)(6) 2023. No user emotional problems. Palpation, x-ray (2 directions: front and left). Confirm that the needle remains by x-ray.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown, h.4 device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needles experienced cannula break off. The needle tip remained in the patient body and x-ray was performed. The following information was provided by the initial reporter: this is a report about a needle pe broken. The user reported as follows: the user self-injected insulin and the needle tip broke off and remained in the body (subcutaneously). Received phone call from dr. On april 6 about a patient/user with the use of pen needle (320136). At 17:40, temporary reponse completed by phone as severity seemed low . (From rsm) dr. Agreed to hear the details on (B)(6). No user emotional problems. Palpation, x-ray (2 directions: front and left) confirm that the needle remains by x-ray.